Event description:
A caller reported that the replacement pump was not allowing her to start a sensor. There was no adverse impact to the customer's blood glucose level. Customer support guided the customer through a pump reset, which was unsuccessful. Subsequently, it was suggested to switch sensor types and then switch back, which resolved the issue, allowing the customer to start a sensor session without requiring further assistance.